Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving inappropriate shocks from their implantable cardioverter defibrillator (ICD)&#2080;for what appeared to be atrial fibrillation (af) with rapid ventricular response. It was also noted that the threshold on the right atrial (ra) lead was high and was a chronic trend. Both the ICD and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.